Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the blower and the ventilator passed all testing.

Event description:
It was reported that the ventilator went inoperable with an air valve liftoff failure error code. No patient harm reported.